Event description:
It was reported that the customer was hospitalized for lbgs. The md stated that the pump gave the customer a day and a half worth of insulin. It was indicated that the md declined to troubleshoot and wants the pump replaced. No further details.